Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided form the account for further investigation. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that two weeks following an intraocular lens (iol) implant procedure, the lens rotated and required a lens rotation procedure. Following the lens rotation procedure, she was developed allergy problems and an infection that is being treated with antibiotic drops prescribed by her surgeon. At the consumer's request, the surgeon was not contacted.